Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported the automated impella controller (aic) had a controller error. This issue was discovered during prep. No patient harm has been reported.

Manufacturer narrative:
The investigation for the console (aic) controller alarm-yellow alarm has been completed. The data logs were reviewed. Upon boot up, the console registered no light since 0.47v is the approximate value of ambient light. Then the optical bench reset itself but there continued to be no light seen from the lamp which triggered the controller error from the complaint. The console was also booted up 4 days later without triggering the low light voltage condition. The console was returned but the failure mode was not reproduced despite power cycling the console. The 5s was found to have marginally passing snr with barely failing contrast. The ccd array's fringe pattern was additionally found to have a small deformity. The cause of the bad lamp controller error was most likely due to a defective optical bench. Corrections to the initial MFR report: g1 MDR reporting contact email